Event description:
It was reported that during a procedure, telemetry was interrupted during programming of the device. The device was no longer able to be interrogated. The device was not implanted and another device was implanted to resolve the event. The patient was in stable condition.